Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report an unrelated issue. Upon investigation, a reportable event was discovered. The electrode belt cable connector was physically damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the trunk cable connector was physically damaged. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.